Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position.

Event description:
It was reported that the right ventricular (rv) lead had high threshold and failed to capture. It was also reported that the lead appeared to be fractured from the suture sleeve from the prior implant. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.